Manufacturer narrative:
The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a device registration form for this annuloplasty ring stating "implanted <(>&<)> explanted," which reasonably indicates that the device was explanted immediately post-implant. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.